Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges difficulty breathing/short of breath there is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer received information from uno legal litigation on (B)(6) 2023 this device is to be included in the recall. The patient alleges eye irritation, nose irritation, respiratory tract irritation, dizziness and/or headache, asthma (new or worsening), inflammatory response, kidney disease/toxicity liver, disease/toxicity, lung disease and reduced cardiopulmonary reserve. No medical intervention was specified. Boxes b, e, and h have been updated to report the new information. The device has not been returned to the manufacturer for investigation. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges difficulty breathing/short of breath there is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.